Event description:
It was reported that during set up and inspection for use the subject device had poor contact at the connector, a suspected disconnection, and the eyepiece side boot came off. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. In addition, the following reportable malfunctions were found during the investigation: flooding of the cable, image defects (flickering, noise, distortion), flooding of the main body, flooding of the image capture, scratches on the main body (lens), corrosion of the electrical contact, adhesions on the free lock lever, adhesions on the main body (lens), twisting of the cable, adhesions on the main body, adhesions on the scope-mount. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.